Event description:
Serious injury involving one person patient went to doctor on 05/22/97 with red left eye and complaining of photophobia. Doctor diagnosed a corneal ulcer and prescribed ciloxan. Lens model/water content newvues/555, lot #4334085, eye involved, os refraction: myopia; total duration of use (months); 8 last visit to practitioner prior to symptoms: 10/14/96; lens care system used, chemical; disinfecting system used: optifree; homemade saline, used: no; number days worn between cleaning and disinfecting-6; days between cleaning & symptoms-6: days between symptoms & calling dr-6; self-treatment by patient: yes, removed lens; hand washing before lens manipulaiton; yes; ulcer location: 7 o'clock; visual acuity before symptoms-20/20; visual acutiy after symtpoms-20/25; results of culture-none taken; results of corneal biopsy and/or scrapings: unk; treatment; ciloxan.